Event description:
Patient implanted on (B)(6) 2025 bilaterally but the left side did not heal, and it was removed feb 11th after she could not get the infection to go away. Patient doing well now that implant has been removed.

Manufacturer narrative:
Skin and surgical wound infections are known complications associated with the use of active transcutaneous bone anchored hearing implants, recognized in clinical literature and in reports relating to similar devices on the market. Based on the avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.